Manufacturer narrative:
The device was returned and investigation was completed. Visual inspection identified biomaterial on the outflow cage of the pump. A review of the DHR was conducted and found no manufacturing issues or reworks associated with this pump lot. The root cause of the reported leg ischemia was attributed to thrombus formation at the access site, consistent with a lack of systemic heparin administration.

Manufacturer narrative:
The impella lp2.5 was received and an investigation is underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year old white male patient presenting post coronary artery bypass surgery with acute myocardial infarction and cardiogenic shock. The impella lp2.5 was selected for hemodynamic support and inserted without any issues reported. During support, the patient lost distal pulse and required device removal. Post removal, the site was bled back in order to remove a suspected thrombus. The patient's leg became "mottled" and an arterial ultra-sound was performed which confirmed presence of a thrombus. As treatment a thrombectomy and fasciotomy were performed. Patient remained in stable condition and did not require a second pump.